Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was received loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol. The optic has scratches. The product investigation could not identify the root cause for the reported complaint "plunger advanced underneath the iol, scratch on lens" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. We are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, plunger of this preloaded lens was offset and did not make appropriate contact with the iol during advancement leading the plunger to advance underneath the iol and furthermore scratching it. The lens did come into contact with the patient as it was implanted but then explanted with another unspecified lens during the initial procedure due to the damage was noted. A backup lens was then inserted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).